Event description:
It was reported that a shaft break occurred. During a procedure involving a 1.50mm x 20mm quantum maverick balloon catheter, a shaft break occurred inside the patient. The device was removed without additional intervention and there was no patient injury.